Event description:
The technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician did an adjustment to both the brake casters and brake steer casters to resolve the issue.